Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned wet sample was visually inspected and there were no obvious defects observed that would have contributed to the reported event. A pressure leak test was then conducted on the cassette utilizing an external pressure source and no cassette leakage was detected. We attempted to complete the evaluation by performing a calibration and priming test on the console, however, the cassette was saturated and found filled with fluid in returned condition. The fluid saturation of the cassette resulted in the cassette housing turning from clear to opaque which will interfere with the console sensors and inhibit the capacity of the system to detect fluid cassette levels during normal operation. While we were able confirm no leakage on the cassette externally on a tester, we were unable to confirm no leakage by console testing and therefore a full evaluation could not be completed. The returned condition of the cassette rendered the device inoperable as a system error occurred each time the laboratory attempted to test the cassette on the console. Drying did not improve the condition of the cassette. After investigation of this complaint no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported cassette leaked fluid during priming. Another pak was opened for the procedure to be completed. The cassette was available for return. There was no patient involvement.